Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown; rupture.

Event description:
Patient representative reported ¿contracture,¿ baker grade unknown and ¿prothesis' rupture.¿ further reported was ¿breast cancer¿ which has been deemed not related to the device. Affected side is right. The device status is unknown.